Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. In 2000, the pt presented with a headache. The investigator noted this event as moderate in intensity. The pt was diagnosed with herniated disc (cervical disc c5-c6). The physician prescribed epidural blocks as treatment. It is unknown if the condition resolved as the pt is noted as being lost to f/u. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "intercurrent illness" as a possible cause for the event.